Event description:
It was reported that a patient had an implant battery revision today from a rechargeable battery to a recharge-free battery. The reason for the battery swap, was due to the patient having difficulties connecting the charger to their implant. During the battery swap, the set screw and part of the header came off the original implant battery during removal. The ins was swapped and there are no other issues or complications mentioned.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block h11: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. A media inspection was performed, however the picture provided does not show enough evidence to confirm the issue. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of difficult to charge and header - damaged/defective were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient with this implantable neurostimulator (ins) had difficulties connecting their charger to their implant. The patient underwent a revision procedure to replace the rechargeable battery to a recharge-free battery. During removal of the initial battery, the set screw and part of the header came off the battery. The battery was exchanged. There were no patient complications.